Event description:
Pt care to me for diabetes care in 2006. Pt had brittle diabetes, and I adjusted basal rates and bolus doses of insulin in vain for 4 months. Pt was noted to have a malfunction of her minimed pump four months later, she was immediately transitioned to a cozmo pump with an overnight discernible, improvement in blood glucoses.